Event description:
There was no patient involved in this event. Memory full prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2012. Investigation did not confirm a fault with the device or any component in the device. The device performed to specification throughout testing. There were 61 manual power ups recorded throughout the history log. The memory full warning was due to the customers regal manual power cycling the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.